Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture and alarmed battery out limit. Customer stated they went rafting while attached to the device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 90 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the stop (idle) current test, run current test, self test, off no power test, and error alarm test. No battery out limit error alarms noted during testing. The device was received with intermittent button response due to corrosion on the keypad traces. Moisture damage found on the electronic and motor assembly during visual inspection. No moisture damage found on the vibrator, and battery tube assembly during visual inspection. The unit had cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, and cracked belt clip slot.